Event description:
Patient reported receiving an elevated blood glucose reading of 463 mg/dl, while using the suspect device. Patient stated that they injected insulin (amount not provided) based on this value. Two hours later, patient experienced hypoglycemic symptoms (blood glucose tested 244 mg/dl at this time). Patient indicated that they went into "diabetic shock." Emergency medical services were contacted, and upon their arrival, patient's blood glucose measured 44 mg/dl (on paramedics' blood glucose monitor). Patient reported that the suspect device read significantly higher (value not provided). Patient was treated with intravenous glucose, "a shot of something," orange juice, and a peanut butter and jelly sandwich. No additional treatment was received. Control testing had not been performed on the suspect device. A request was made for the return of the suspect product and replacement product was shipped.